Event description:
It was reported that deflation issue occurred. The target lesion was an in-stent restenosis of a non bsc stent implanted in left anterior descending artery (lad). A non bsc inflation device was used. The 2.50mm x 38mm promus premier¿ stent was advanced to the lesion. The stent was implanted successfully in the target lesion although difficulty was encountered to expand the stent during deployment due to the previously implanted stent. After the 2.50mm x 38mm promus premier¿ stent was implanted, there was a difficulty in deflating the stent delivery system (sds) balloon. The physician was inflating and deflating the sds balloon a couple of times to loosen it and was successfully removed from the body in a deflated state. The procedure was completed using this device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the balloon cones profiles and the balloon tube profile were reviewed. Initial analysis of the balloon noted the balloon was fully deflated with the balloon wings tightly wrapped and evenly folded. As part of the examination the balloon was inflated/deflated three times. No issues were observed with the balloon wall or the inner lumen during or after inflation to rated burst pressure (rbp). On attempts to deflate the balloon it was noted that the deflation time was at the higher end of the time allowed for deflation, however three attempts were carried out to inflate and deflate the balloon with all three deflations below the delivery system deflation time specification as specified in the directions for use (dfu). The inflation device was verified before and after use with a calibrated pressure gauge. The stent was not returned for analysis as it was placed in the lesion site; however crimp markings were evident on the wall of the balloon as would be expected. A microscopic examination of the bi-component bond location (70mm proximal from distal end of tip) found that the shaft itself was twisted and showed evidence of torsional strain. This type of damage is likely to have restricted fluid flow around the wire lumen on attempts to deflate the balloon leading to a high deflation time experienced. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deflation issue occurred. The target lesion was an in-stent restenosis of a non bsc stent implanted in left anterior descending artery (lad). A non bsc inflation device was used. The 2.50mm x 38mm promus premier¿ stent was advanced to the lesion. The stent was implanted successfully in the target lesion although difficulty was encountered to expand the stent during deployment due to the previously implanted stent. After the 2.50mm x 38mm promus premier¿ stent was implanted, there was a difficulty in deflating the stent delivery system (sds) balloon. The physician was inflating and deflating the sds balloon a couple of times to loosen it and was successfully removed from the body in a deflated state. The procedure was completed using this device. No patient complications were reported and the patient¿s status is fine.